Event description:
It was reported that the ilet screen cracked and became unresponsive, after which a replacement ilet was provided and the patient transitioned to backup therapy; blood glucose was reported as not impacted. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic control and no medical intervention or hospitalization. Investigation included collection of event details and coordination of device replacement. Investigation of this case revealed a failed display touchscreen associated with physical damage to the screen, resulting in loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display leading to device component failure.